Event description:
A peritoneal dialysis pt has reported that he is not able to connect to this treatment set. There is no report of pt injury. The pt has companion samples that are available for an evaluation.